Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of device for bolus insulin administration, the pump gave an occlusion alarm. The device system check determined the cause of the alarm to be the site of the infusion set. The home care patient reported that their blood glucose levels rose to 258 mg/dl due to the interruption in insulin therapy. The home care patient reported that they delivered a correction bolus to resolve their high blood glucose. No further adverse effects to user reported.